Manufacturer narrative:
Manufacturer's investigation results: a specific cause for the pump stops could not be determined as no product was returned for evaluation. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 4 years and 3 months. The patient remains ongoing on the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient underwent a pump exchange secondary to a phase to phase short that was causing pump stops.